Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2366-70, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(6), batch: (B)(6). Product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1232, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient started experiencing signs of infections at the surgical site. The patient had symptoms of discomfort and discharge. It was noted that a culture was no taken and the patient was treated with oral antibiotics. The physician stated that the infection was procedure-related. The patient underwent a revision procedure to clean out the lead extension and bury it deeper. No devices were explanted or replaced. The patient was doing well postoperatively.